Event description:
It is reported that the packing appeared to be damaged and the liner would not engage into the shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.